Event description:
Resmed CPAP ventilation hoses are failing. Plastic hose/tubing is tearing near the joints. This is allowing air to escape and could render the CPAP ineffective thus causing long term injury to the pt. I have experienced tubing failures on two (2) tubes, both a slimline tube and a climateline tube. My provider has verbalized they are aware of multiple failures, beyond this pt, resulting in a limited resupply stock.